Event description:
It was reported from (B)(6) that during an open reduction internal fixation (orif) of the wrist surgery, it was observed that the small battery drive device experienced intermittent operation. According to the report, the surgeon was attempting to drill holes using a 2.9mm drill bit for screw placement. It was further reported that the surgeon attempted to fix the issue by switching the battery device intra-operatively, but the device continued to experience intermittent operation. There was a delay of ten minutes to the planned surgical procedure. A spare identical device was available for use, and was utilized to successfully complete the procedure. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. It was reported that the patient¿s vitals were stable and the patient did not experience any ¿problems¿ with the outcome post-surgical procedure. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The manufacturing location was unknown. The device manufacture date is unknown. The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device met all manufacture's specifications. Therefore, the reported condition could not be confirmed. An assignable root cause was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.